Event description:
It was reported that patient experienced insulin flow blocked alarm on (B)(6) 2026. Patient had high blood glucose (250 mg/dl) that was managed with insulin pen.

Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).